Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported rv oversensing could not be conclusively determined. (B)(4).

Event description:
During device interrogation while replacing an ICD, an episode of right ventricular oversensing was noted. No intervention was performed; the lead will be monitored. The patient is stable.